Manufacturer narrative:
The specific event date is unknown. However, it was reported that the event happened since (B)(6) 2018. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (B)(6) adverse incident report reference no. (B)(4); submitted to (B)(6) by the patient. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage sling was implanted during a tension-free vaginal tape (tvt) mesh for stress incontinence procedure performed on (B)(6) 2017. According to the complainant, since (B)(6) 2018, she experienced chronic kidney infection. Reportedly, she was admitted to the hospital thrice due to urosepsis, abdominal pain and bladder pain. The device is reportedly still inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.